Event description:
It was reported that during implant, the lead could not be inserted into the pulse generator. The lead was removed and replaced.

Manufacturer narrative:
All info provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. This report only represents as enhancement to the reporting criteria going forward. Eval description: the reported field event of unable to insert lead into connector cavity was not confirmed. However, final analysis found the connector front seal was not within spec. Without returning the reported pulse generator, complete analysis could not be performed.